Manufacturer narrative:
This report is being supplemented to provide additional information / correction provided by the customer:

Event description:
The customer provided a correction to the reported issue, the device had a crack in the lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual contains detection measures associated with reprocessing issues in "insertion: auxilary water feeding" and "inspection of the endoscopic system". It is possible that the foreign material occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the objective lens had a crack and the image had a dark area partially due to the crack on the objective lens. The device evaluation found that a whitish foreign material was found inside the air / water tube, air / water cylinder, and the jet tube. Additional findings include the following: water tightness was lost due to damage on the flexibility adjustment ring, the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the control unit had a crack, switch 2 was damaged, the mouthpiece had corrosion, a foggy image occurred due to damage to the charged coupled device unit, the play of the right / left knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, the connecting tube had a scratch, and the universal cord coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a jump in the camera lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air / water tube, air / water cylinder, and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.